Event description:
It was reported that during an angioplasty procedure in the common femoral and iliac vein, the pta balloon allegedly detached from the catheter shaft and had a retraction issue. It was further reported that the detached segment was lodged into the subcutaneous tissue. Reportedly, the patient required medical intervention to cutdown and remove the detached segment. The patient was discharged from the hospital the next day post procedure.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive for the reported failure balloon detachment and retraction problem, as the device was not returned for evaluation. The definitive root cause for the reported failure balloon detachment and retraction problem could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (11/2022).

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (11/2022).

Event description:
It was reported that during an angioplasty procedure in the common femoral and iliac vein, the pta balloon allegedly detached from the catheter shaft. It was further reported that the detached segment was lodged into the subcutaneous tissue. Reportedly, the patient required medical intervention to cutdown and remove the detached segment. The patient was discharged from the hospital the next day post procedure.